Event description:
The patient was revised because of pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/3/2016: litigation received. Litigation also alleges elevated levels of cobalt. The stem is now being added to the complaint. This complaint was updated on: 3/8/2016.

Manufacturer narrative:
Update rec'd 3/3/2016: litigation received. Litigation also alleges elevated levels of cobalt. The stem is now being added to the complaint. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update ( 11/21/2016) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, unequal leg lengths, and restricted mobility. The revision op note did not indicate any evidence of metallosis or trunnionosis, metal ion levels are < 7.0 ppb, not supportive of alleged metal ion toxicity. Abnormal clinical results: elevated ions removed from product harms. Added poor joint mechanics: leg length discrepancy to patient harms. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.